Event description:
It was reported that right ventricular (rv) lead was capped and replaced on (B)(6) 2026 due fracture. Lead fracture was confirmed by noise and the noise was over-sensed. The patient is in stable condition.